Event description:
Pulmonetic systems, inc. Received the following report from a representative of hospital: patient was connected to ventilator post-intubation. Hme in place for humidicication. Nurse leaned over front of ventilator to reach to head of patient bed and the ventilator began to make a clicking sound and turned off, then back on. Ventilation interrupted for only seconds, no alarms sounded, only aware of incident because nurse was at bedside at the time. Approx 1 min. Later, repeat episode. Once again, about 5-6 times the ventilator appeared to turn off/on on its own. Nurse verified power supply (ac), a connection at the ventilator and wall. No audible or visual alarms for inop. And following the event the ventilator was closely supervised and no further problems occurred. Pt was transferred internally to ICU.